Manufacturer narrative:
The customer's test strips were requested for investigation and replacement test strips were sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). The specific date of the event is not known, but the earliest possible date is (B)(6) 2022. A sample from the patient was tested using the meter, resulting in a value of 0.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 5.0 inr. The 5.0 inr was believed to be correct. The reporter checked the meter's patient result memory, but the 0.8 inr value was not found.

Manufacturer narrative:
The customer's test strips were returned for investigation. The returned strips were tested using retention meter with a high level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The evaluation method code has been updated.